Event description:
Customer complaint reports "catheter had been inserted on 09 may 2022 with success, the flow-back was normal on the lines. On 17 may, when setting up the dialysis, users observed micro air bubbles in the arterial line of the hemofiltration catheter. Dialysis was stopped immediately and as a precaution the catheter was removed." No patient injury reported. There was a "delay in removing the tube" and "interruption of extra-renal purification". A new catheter was inserted. The patient was reported to still be hospitalized at the time of this report.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use were observed on the catheter body and in the extension lines. The catheter appeared intentionally severed. Both pieces of the catheter were returned. Visual analysis of the catheter and extension lines revealed no obvious defects or anomalies. The separated catheter pieces measured 196mm and 74 mm, totaling 270mm, which is within the specifications of 257-277mm per catheter product drawing. The outer diameter of the proximal lumen measured 4.096mm, which is within the specification of 4.04-4.14mm per the proximal extension line extrusion product drawing. The inner diameter of the proximal lumen measured 2.9464mm, which is within the specification of 2.9-3.0mm per the proximal extension line extrusion product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution to establish patency and prime lumen(s)." All extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension lines. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of an extension line leak could not be confirmed by complaint investigation of the returned sample. The returned catheter showed no visual defects or anomalies, and no leaks were observed during functional testing performed according to bs en iso 10555-1 annex c. The catheter passed all relevant dimensional inspection. Based on the customer report and the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint reports "catheter had been inserted on 09 may 2022 with success, the flow-back was normal on the lines. On 17 may, when setting up the dialysis, users observed micro air bubbles in the arterial line of the hemofiltration catheter. Dialysis was stopped immediately and as a precaution the catheter was removed.". No patient injury reported. There was a "delay in removing the tube" and "interruption of extra-renal purification". A new catheter was inserted. The patient was reported to still be hospitalized at the time of this report.